Manufacturer narrative:
This follow-up report is being submitted to correct g3 in the initial report. It was confirmed that the date when oekg inspected the device and became aware of the event reported in b5 of the initial MDR was january 4, 2021. Therefore, correction on g3 was made as follow. ¿december 28, 2020¿ to "january 4, 2021".

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by excessive physical stress due to user handling. If significant additional information is received, this report will be supplemented.

Event description:
The customer requested maintenance and repair of the device and sent the device to olympus. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the bending section was broken and the metal inside was sticking out and exposed. The inspection also confirmed the followings; leakage from bending section, instrument channel. Deformation of the inner surface of the instrument channel. There was no report of patient injury associated with this event.